Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or ""brief sensor issue""occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient started feeling sick, having nausea sometime after the sensor was put on the arm. During this time, she also saw that her dexcom app and insulin pump app had a brief sensor issue. There was no bg fingerstick taken. She started vomiting excessively so she went to the hospital. When arrived at the emergency room by 2pm, her bg was measured and it showed 300 mg/dl while the cgm wass still showing brief sensor issue. Her doctor said she had diabetic ketoacidosis (dka). She was given IV fluid, zofran, nausea medication. Morphine and insulin IV. She thought that since the cgm is having an error, the insulin pump didn't automatically give insulin to lower her glucose level. The length of stay was not reported. At the time of the report, the patient was doing fine. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or brief sensor issue was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.